Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer experienced symptoms such as vomiting and not feeling well. The customer was treated with insulin drip. The customer stated that meter and transmitter was not connected to insulin pump. Customer declined to further troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.